Event description:
We received an allegation about discrepant results for 1 patient sample tested with lactate dehydrogenase acc. Ifcc ver.2 assay on a cobas c 303 analytical unit. Initial result: 411 u/l. The initial result did not match the patient's previous results, and the sample was repeated. 1st repeat result: 220 u/l.

Manufacturer narrative:
The lactate dehydrogenase reagent lot number was 918056. The expiration date was not provided. The customer performed some troubleshooting actions, including repeated calibrations, needle cleaning, and air purges, but the issue persisted. The field service engineer performed the following actions: replaced the sample probe assembly and performed the necessary readjustments. Validated the performance of post-intervention testing with successful results. The customer performed calibration and qc with successful results. The investigation identified that the sampling integrity of the sample probe assembly had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The investigation conclusion code was updated from d07 to d02.